Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found a broken off tip. Additionally we found unknown deposits and brown discoloration. We made a visual inspection of the fracture surface. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect and production error can be excluded. No pores or inclusions could be found on the point of rupture. We assume a mechanical overload situation as the causal factor. There is the possibility of torsion or high leverage with the instrument. There is also the possibility for pre-damage or similar due to previous surgeries by overstraining. We assume that the discoloration are unknown residues. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the patient almost swallowed a broken piece from the device. The dental assistant suctioned the broken piece immediately.